Event description:
It was reported that premature battery depletion was observed via (B)(4). The patient had previously elected to turn off the hv therapy. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.